Manufacturer narrative:
Additional information received indicated the physician has decided to perform an av node ablation in an attempt to eliminate the patient's atrial arrhythmia. A procedure was scheduled for a date in the near future. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were oversensing atrial fibrillation on the rv channel. This resulted in pacing inhibition for this patient who was pacemaker dependent. However, the patient was symptomatic. The oversensing was unable to be reproduced. An rv lead revision procedure planned to be scheduled.